Manufacturer narrative:
The actual device was evaluated at the factory and there was indications of significant wear in the front bearing which most likely caused the head cap to come loose during operation. The device was in use beyond its useful life based on the severity of the front bearing wear.

Event description:
Doctor was preparing to use the high-speed handpiece when the head cap came off. The tubine came out but it did not injure the operator or the patient.